Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the outer sheath melted.

Manufacturer narrative:
Alleged failure: black outer sheath melted. The failure identified in the investigation is consistent with the complaint record. Based on the probe evaluation the probable root cause/s could be excessive force applied by the user with poor or no suction during use. The unit could have been scrapped with another hard object or device during surgery, or when inserting or removing the probe into an obstructed passageway, which could cause the insulation damage. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. The device manufacture date is not known.

Event description:
It was reported that the outer sheath melted.